Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 282670, model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the leads was found to be satisfactory.

Event description:
A report was received that after a recent ipg explant procedure (MFR 3006630150-2019-04525) the explanted battery pocket site revealed staphylococcus infection. The patient underwent a lead explant procedure. The patient was prescribed with antibiotics and was doing well.